Event description:
It was reported ¿when passing the PICC, at the end of the procedure, the injector was not connected to the plug, after several unsuccessful attempts, it was necessary to open another catheter.¿ additional information received 04/25/2022: - issue nf according to instructions. - nf received.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs0785 showed no other similar product complaint(s) from this lot number.